Event description:
It was reported to philips that the device gave an error indicating x-rays were not possible, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred, and the procedure was completed by rebooting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that exposure was not possible. Review of the system log file showed ¿x-ray not possible¿ error. During troubleshooting, fse found problem with generator error due to which x-ray was not possible. The fse rebooted the system. After rebooting the system, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue was resolved with one reboot, and the procedure is ultimately completed on the same system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.